Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 13.9 mmol versus 11.2 mmol meter to lab. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further information has been reported.